Manufacturer narrative:
A quote was created for diagnostic servicing. The customer cancelled any servicing and the quote. No further action at this time.

Event description:
It was reported to philips that the device was experiencing an intermittent power failure. It was noted by the customer that they remove and reinstall the battery each time the unit shuts down in order to get the device up and running again. There was no patient involvement.